Manufacturer narrative:
Device received with no signs of broken belt clip rails, however device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 196 mg/dl at the time of incident. Customer stated that the broken clip and broken insulin pump. Type of damage was belt clip railing. Customer stated the insulin pump had cosmetic damage and insulin flow block alarm was found. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.